Event description:
It was reported that the device was used during a laparoscopical nephrectomy, the clips didn't close correctly, a clearance was visible after applied on the vessel, so they fall and the vessel began to bleed. Case was completed with no pt consequence.